Manufacturer narrative:
Block b3: exact date unknown, event occurred five weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained.